Event description:
The physician reported that she had a patient who was complaining of dizziness, nausea and trouble sleeping. The patient was sent to a cardiologist and an arrhythmia was identified. The physician indicated that, while the patient's normal resting heart rate is 100bpm; the patient was experiencing occurrences where his heart rate dropped to 60bpm. The physician was uncertain if this event could be related to vns, and it is unknown if these drops in heart rate are associated with stimulation. The physician indicated that they attempted to lower the output current from 2.25ma to 1.75ma. The physician also stated that the patient was currently set to 30sec on and 1.8 minutes off. The physician indicated that she may try a more rapid cycle; however no other information was provided at that time. Attempts for additional information have been unsuccessful to date.